Manufacturer narrative:
(B)(4). Date sent: 04/27/2023. Additional information received: -leakage occurred day: postoperative day 6. -reoperation date: postoperative day 8. -operation: laparoscopy. -the device used area: rs. -the gap setting scale¿s tightened point: 1.5mm(the surgeon who fired the device is unknown). -what happened during the operation: the donuts were created properly. The staple was formed properly. The green check mark was illuminated. -leakage point: the staple line on the back side. -the staple line of leakage point: unknown. -how did the leak was found: fever .-how was the leakage treated: reoperation. -condition of anastomosed tissue: no chemotherapy, stage 2. -surgeon¿s comment: it is unknown why the issue occurred. It didn¿t seem to be leaked during the operation. The patient is young, and the condition was fine. -suturing device: competitive product. Additional information was requested, and the following was received: what were the indications for surgery? Cancer stage2. Did the patient receive any preoperative chemotherapy or radiation? No. The tissue situation was usual as a cancer patient. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Unknown of who fired the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Dr confirmed the donuts tissue, the breaking washer and the green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. There is no issue for the donuts. Were there any issues noted with staple formation? No. Was a leak test performed? If so, what type and what was the result? Unknown. Dr commented that no leak was confirmed in the initial procedure. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How was the leak identified? Fever. What was observed at the site of the leak upon reoperation? The back side of staple line. How was the leak addressed? The leak occurred on 6 days after the initial procedure. The re-operation was performed on 8 days after the initial procedure. Does the surgeon believe that there was an alleged deficiency of the cdh25p that caused or contributed to the 6-day post-op leak? If yes, why? Dr commented that the cause of the leak was unknown. No leak was confirmed during the initial procedure. The patient was young and not a bad situation. The initial procedure was laparoscopic rectectomy of rs.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Does the surgeon believe that there was an alleged deficiency of the cdh25p that caused or contributed to the 6-day post-op leak? If yes, why? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after a high anterior resection, leakage occurred 6 days after the operation. Re-operation was performed.